Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/2017 checking your blood glucose 4 / page 36 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 126 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized with diabetic ketoacidosis and his blood glucose (bg) reached greater than 250 mg/dl. At the hospital he was treated with insulin and fluids. They activated a new pod and his bg levels stabilized. In the hospital a form was signed by the director of endocrinology department for children stating that the patient was referred to the emergency room (ER) due to high bg levels and that the patient had a low response to the treatment. Patient was released after three days. Insulet representative met with the family twice for additional training. In addition, he checked the pdm (personal diabetes manager) with control solutions and the results were within normal range. The medical staff in the ER, as well as insulet¿s representative explained to the patient and his mother the importance of responding to the treatment of diabetes and regular follow-up in the clinic. A meeting has been scheduled at the clinic for further guidance by medical team, in which insulet's representative will participate in as well.